Event description:
It was reported that shaft break occurred. A 3.25mm x 8mm nc emerge balloon catheter was selected for use. However, during preparation, the balloon shaft broke into two pieces. The device was not inserted into the patient's body. The procedure was completed with a new nc emerge balloon catheter. There were no patient complications reported.